Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, a 123" (312 cm) appx 16.0 ml, 10 drop primary set w/3 clave¿, 4-way stopcock, spin luer was found to have been cut in half during patient use. The reporter stated that the primary tubing was cut in half. The nature of the issue is a manufacturer defect. There was a patient safety issue. No midas report was made. The department affected was surgery. The event date and the status of the product at the time of the event was unknown. There was no patient harm reported.

Manufacturer narrative:
Investigation summary: the reported complaint of a cut tubing could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.